Manufacturer narrative:
Approximately 18 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. The distal end appears to be jagged. It is unknown how or when the damage occurred. Proteinaceous debris was observed around the exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that there was damage on the device from the beginning.